Event description:
A consumer reported that two weeks following an intraocular lens (iol) implant surgery, sometimes she could see the lower half of the multifocal iol in the visual field of her right eye (od). Surgeon says it is normal and temporary. The pt was experiencing the same type of event in her left eye (os). Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye (od) of the pt. The left eye (os) has previously been reported under MFR report number 1119421-2013-01056.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).